Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a low battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for the low battery alarm, and the customer received replace battery alarm. Troubleshooting was performed for replace battery alarm, and the customer stated that no damage to the battery cap. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1780kl was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thus. The power management graph confirmed that the battery depletes faster than expected. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery cycle 20 received the lowbatteryalert (104) on (B)(6) 2025 04:07:00 faster than expected at 1.57 days. Battery cycle 19 received the lowbatteryalert (104) on (B)(6) 2025 05:51:00 faster than expected at 1.81 days. Battery cycle 18 received the lowbatteryalert (104) on (B)(6) 2025 08:27:00 faster than expected at 1.78 days. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained and fading serial number label, missing end cap address label, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The battery charge lasting less than expected (low battery life) and unexpected battery power loss complaints are confirmed due to moisture damage on the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.